Manufacturer narrative:
B3: the event occurred on an unreported "since" (B)(6) 2023. The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient "repeatedly" experienced peritonitis. On an unspecified date, the patient was hospitalized and treated with unspecified antibiotics (intravenous) and medication for the event. At the time of this report, pd therapy was discontinued. The cause and patient outcome were not reported. The reporter declined to provide additional information.